Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and stated that an operator had loaded thirty-one unspun patient samples into the centrifuged routine input lane of the aptio automation system, causing them to bypass the centrifuge. The samples were sent to the analyzers as whole blood samples, which was the incorrect sample type for the testing being performed. The samples should have been loaded into the routine input lane in order to be processed correctly. The customer was aware that the operator error was the cause of the samples not being processed correctly. The cause of the discordant results was an operator error. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer for an aptio automation system stated that an operator had loaded thirty-one unspun patient samples into the centrifuged routine input lane, causing them to bypass the centrifuge. The samples were sent to the analyzers as whole blood samples, which was the incorrect sample type for the testing being performed. Discordant results were generated. The customer discovered the error while investigating an unbelievable result on one sample. The initial results were reported to the physician(s). The samples were repeated after being centrifuged properly and corrected results were reported to the physician(s) for all patients. The customer stated that no patients needed to be redrawn and patient care was not impacted. There are no reports of patient intervention or adverse health consequences due to the discordant results.